Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 analyzer and indicated multiple hardware parts were malfunctioned. The fse replaced the solenoid valve, the buffer valves, tubing, the sample probe, the reagent syringe and the sample syringe along with cleaning the analyzer to resolve the issue. The fse performed calibration and repeatability test, which all passed. The customer performed quality control and passed. The fse verified analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining abnormal patient results for ion selective electrode (ise) include sodium, potassium and chloride on their cell 1 of the au5800 clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer only provided example of results for sodium for one patient.